Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4). Lens not returned. (B)(4).

Manufacturer narrative:
(B)(4) visual inspection of the returned product found a piece of one haptic torn off and missing. The lens was returned in liquid. (B)(4)

Event description:
The reporter stated the surgeon was inserting a (B)(4) collamer aspheric single piece lens and the lens tore due to having been loaded incorrectly. There was patient contact but no injury. The reporter stated it was due to a loading error.